Event description:
It was reported that the bd venflon¿ IV cannula experienced phlebitis and had to undergo incision and drainage. The following information was provided by the initial reporter: patient suffered phlebitis, later need to undergo incision and drainage (I and d).

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. (B)(4). Investigation summary: no samples (including photos) were returned for the reported issue of phlebitis with lot number 2180138 regarding item number 391591, so retention samples were used for the investigation. The investigation and simulation were carried out on retention samples where the investigating team has visually tested the samples for sealing breach or sterility breach to rule out phlebitis and no such breach was found in the retention samples. Since no sample and no photograph were shared, the complaint was investigated based on the photographs and the device history record review of lot number 2180138. The sterility report that was carried out on this lot number 2180138 along with 5 other lots and there was no breach found in the sterility report. There is also no phlebitis or irritation reported by any other customer on any of these 6 lots. To confirm this defect and to determine the root cause the original sample will be need. Since there are no samples available for confirming the defect. The probable root cause could not be determined. The investigation could not be carried out further. The investigation is inconclusive. Complaints received for this device and reported condition will continue to be tracked and trended.